Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported during a revision for normal end of life (eol) the depleted implantable neurostimulator (ins) was disconnected and the lead integrity was verified by using a multi-lead trialing cable (mltc). A new ins was hooked up but it was unresponsive. Another ins was used with no issues. The patient was not affected by this and no patient symptoms were reported. Relevant medical history includes multiple back operations.